Event description:
Device issue: none. Time of adverse event: after use. Adverse event: pt death. It was reported that the pt presented to the cardiac cath lab with acute st-segment elevation myocardial infraction (stemi). Angiography revealed acute right coronary artery (rca) occlusion. Coronary stent placement with a non-abbott stent resulted in acute perforation of the vessel, hemopericardium, and cardiac tamponade. Two graftmaster stents were placed and controlled the bleeding. Pericardiocentesis was performed. The pt expired after the procedure of refraction ventricular fibrillation with re-accumulation of blood in the pericardium. Date of death is (B) (6) 2010. No add'l event or pt info is available. User facility medwatch report rec'd that reads, "(B) (6), wf, with acute stemi. Angiography revealed acute right coronary artery occlusion. Coronary stent placement resulted in acute perforation of the vessel and hemopericardium and cardiac tamponade. Two jomed covered stents were placed with control of bleeding. Pericardiocentesis was performed. The pt expired after procedure of refractory ventricular fibrillation with re-accumulation of blood in the pericardium."

Manufacturer narrative:
(B) (4). The graftmaster remains in the pt. The delivery device was discarded. A lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. The 3.5 x 19 mm graftmaster (part 12745-19, lot 524227), indicated, will be filed under a separate MFR#. User facility mandatory medwatch report, the report number was not provided.